Manufacturer narrative:
This dfm100 assy processor s/n: (B)(6) was returned "for warranty order". The dfm100 assy processor bootlooped at start-up due to not having the som pca installed. After repair, the device passed op check and general testing. This dfm100 assy processor ¿ som pca missing.

Event description:
This report is based on information provided by philips distributor and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating device has been in a constant boot loop after defibrillator automatically switched to service mode. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).